Event description:
The customer confirmed that there was no contamination and that the device was sent in for annual inspection because device could eventually fail culture testing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and to provide a correction to the initial medwatch report (9610595-2025-06478). The initial MDR was incorrectly submitted as a reportable malfunction and there were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported that the duodenovideoscope tested positive for an unexpected contamination. However, the customer confirmed there was no allegation of contamination. The subject device was returned, and no reportable malfunctions were found. Correction: b5. Additional information: d8, d9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodeno videoscope tested positive for an unexpected contamination and failed the culture evaluation twice. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.